Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 533 mg/dl and was reportedly addressed by administering manual injections and drinking water. The customer experienced a high ketone level which was identified as life threatening by the healthcare provider. The customer called the healthcare provider, and the healthcare provider reportedly advised the customer to change all supplies. Reportedly, the customer reverted to manual injections for alternate insulin therapy.